Event description:
Reporter initially noted screen went blank. There was no back-up unit; case was completed manually. Procedure prolonged about forty-five minutes. Subsequent cases were cancelled. Additional information received noted posterior capsule tear occurred during manual aspiration; manual vitrectomy was performed. Post-op ocular hypertension required paracentesis, topical anti-hypertensive and overnight observation in the hospital. Prognosis reported as good.